Event description:
Customer called to report that she heard clicking as she filled and forced the insulin in. She states, it then activated and she continued to wear the pod. After wearing the pod for 12 hours and her bg went to 400, and she activated a new one. Her bg then returned to normal. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.